Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results found that the device was returned with the jaws misaligned. No functional test was performed due to the condition of the device. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cardiovascular procedure, the reusable clip appliers was causing clips to scissor. There were no patient consequences. Case completed with another device of the same product code.